Event description:
It was reported that during surgery, the surgeon sat back and the stool fell over and the surgeon fell off. No medical intervention was necessary as a result of the event.

Manufacturer narrative:
The backrest has a severe bend.